Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient fell. The next day, after washing his hair, he noticed a dehiscence over his device with exposed hardware under the dehiscence. On (B)(6) 2022, the patient underwent explant of the entire rns system (rns/ferrule/leads and a cranial plate placed over the ferrule craniotomy). Treatment included a PICC line. Patient is reported to be doing well. The incision is healing well.